Event description:
The surgeons were using the catheter to size the stent that they wanted for this patient. The ureteral catheter didn't seem to be working properly, so they pulled it out and it was split in half.